Manufacturer narrative:
The event was reported to have occurred on an unspecified date in (B)(6) of 2020. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was infusing propofol and sodium phosphate when it failed. The failure was unspecified. There was patient involvement but no known patient injury or medical intervention associated with this event. The device's battery was replaced, a functional check was completed by the facility and returned the device to service. No additional information is available.